Manufacturer narrative:
Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. Review of the logs show that there are restarts without power button triggers visible in the logs before. Battery alarms 320, 321 and 324 were also visible. It was determined that faulty batteries caused the problem. Customer confirmed that after replacing the batteries the ventilation is now working without any issue.

Event description:
The customer reported that bellavista ventilation stopped while in use with a patient and battery failure alarms were also active. No reported patient harm in this event.